Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a calibration issue as it was noted that the stylus was jumpy and would not calibrate in some areas of the screen with the lower part of the screen most affected. It was also noted that the stylus was damaged at the connector, but functional. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had calibration issues and needed to be calibrated. It was noted that it was attempted to calibrate the programmer with calibration tools to no avail. There was no patient involvement.